Event description:
Procedure: thoracoscopic lobectomy. Reportedly, the staff had difficulties loading the roticulator units. Finally able to load, had a very difficult time opening the jaws after the loading unit was fired, caused tearing on the vessel. The patient was opened to control the bleeding. Went from a thoracoscopic procedure to open. Gained control of the bleeding with suture. Patient status unknown at this time.